Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there was an issue with the high height of the cutting graft. It doesn't correspond to the thickness that was selected. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018 , it was reported that there was an issue with the high height of the cutting graft. It doesn¿t corresponding to the thickness selected. Calibration of the device was requested. The customer returned an air dermatome device, serial number (B)(4). For evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated air dermatome serial number (B)(4). As documented in the repair reports in livelink. Initial qa inspection of the air dermatome by medicrea on (B)(6) 2018 revealed the motor completely corroded. The control bar and thickness control shaft were not compliant. The head input testing was not compliant as well. The reciprocating arm and aluminum lever were worn. Repair of the air dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the ball bearings, o-rings, needle bearing, vespel sleeve bearings, poppet housing, poppet spring, poppet, motor, motor sleeve, control bar, reciprocating arm, aluminum lever, ball plunger, and thickness control shaft. Air dermatome, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the control bar and thickness control shaft were both out of calibration. The root cause of the high height and thickness being wrong on the graft was due to the control bar and thickness control shaft being out of calibration. It is unknown how the control bar and thickness control shaft became out of specification. The issue was resolved with the replaced ball bearings, o-rings, needle bearing, vespel sleeve bearings, poppet housing, poppet spring, poppet, motor, motor sleeve, control bar, reciprocating arm, aluminum lever, ball plunger, and thickness control shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.